Event description:
Low impedance, over-sensing of noise recorded in episodes and seen during procedure. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).reference report: mw5146473.